Event description:
It was reported the patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac defibrillator (ICD) exhibited post paced t-wave oversensing. There were no interventions or patient symptoms reported.